Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for confusion and low sodium levels. The physician did not believe these issues to be related to the device. The patient was given sodium tablets and recovered without sequelae.